Event description:
A review of manufacturer¿s patient care network revealed that two sensors were associated with the patient, one of which was inactive. No further information was available.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.